Manufacturer narrative:
All instruments subject of the reported event were reprocessed prior to use. A steris service technician arrived onsite following the reported event. After speaking with the user facility, the technician learned that the employee did not ensure the transfer carriage wheels were properly locked into the docking station when removing a load from the sterilizer. The carriage and loading car were damaged as a result of the reported event and removed from service. Steris will provide the customer a replacement evolution transfer carriage. The technician counseled facility personnel on the proper use and operation of the transfer carriage and docking station, specifically, ensuring the wheels are properly locked to the docking station. No additional issues have been reported.

Event description:
The user facility reported that an employee injured their legs while removing a load from their sterilizer with their evolution transfer carriage. Medical treatment was sought. The user facility did not disclose if medical treatment was administered.